Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted. No button error alarm was noted. The insulin pump passed all operating currents within the specified range and passed the off no power test. The insulin pump was monitored and tested with no failed battery test alarm, frozen screen or unexpected battery out limit alarm. The insulin pump was received with cracked battery tube threads, a cracked belt clip slot, cracked reservoir tube lip, cracked case near the display window corners, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's screen was frozen and the customer was unable to press any buttons. The time was not advancing. The insulin pump alarmed failed battery test. The customer pulled out and reinserted the insulin pump's battery but they received a button error alarm. The customer received another button error alarm after they inserted a new battery. The customer was unable to clear the button error alarm. The keypad was unresponsive. Customer's blood glucose level was 6.4 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.